Event description:
It is reported that the cone body developed a crack and eventually broke apart upon impaction.

Manufacturer narrative:
Eval summary: the zmr cone body provisional fractured circumferentially near the internal c-ring groove. The crack passed through one of the a-p thru holes on the provisional midsection. The approximate field life of this provisional is 5 years. However, the actual number of uses is unk. The crack initiation and/or fracture may have resulted from excessive force applied during removal from the stem using a slap hammer. Eval: as returned, the cone body is fractured in the area of the elongated thru holes. The specimen exhibits material deformation near the area of fracture, some of which appears to have occurred after the fracture. Mfg documentation was reviewed and was found to be conforming. Device history records indicate all components were mfg and inspected to specification.